Event description:
Additional information indicated that initially following the transcatheter aortic valve implant, mild paravalvular leak (pvl) was r eported. It was not specified if this was specific the transcatheter aortic valve or the pre-existing homograft. Additionally, it was later identified that moderate-severe paravalvular leak (pvl) was identified. The cause of the leak was the fistula of the pre-existing homograft. As reported, the transcatheter aortic valve was functioning properly.

Manufacturer narrative:
Updated/corrected data: b3, b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the existing homograft was not a medtronic product. It was further clarified that the reported mild paravalvular leak (pvl) and further the moderate-severe pvl was of the existing non-medtronic aortic root/homograft and not of the transcatheter aortic valve. The physician utilized a plug to correct the non-medtronic homograft leak. The homograft pvl was resolved. As confirmed, pvl was not involved with the transcatheter aortic valve. There was no report of a transcatheter aortic valve malfunction nor an associated adverse event associated with the transcatheter aortic valve.

Manufacturer narrative:
Additional information received showed that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 11 days following the implant of a transcatheter aortic valve-in-valve into a surgical aortic valve, the valve failed due to unspecified regurgitation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that moderate-severe paravalvular leak (pvl) was identified. The cause of the leak was the fistula of the pre-existing homograft. As reported, the transcatheter aortic valve was functioning properly.